Event description:
Pt had a friend spend the night at their home pt uses baush and lomb saline solution for their contacts. Friend uses peroxide contact lens cleaner from ciba. The labeling on these packages is extremely similar. Pt inadvertantly picked up the peroxide container thinking it was the saline wetting solution, placed a drop on their lens and put in on their eye. As a consequence. Pt eye got chemically burned. The ciba peroxide solution packaging only says not to get in eye, and does not say what to do if you accidentaly get in eye. The reporter feels the product should not be allowed to have similar packaging, and the ciba peroxide container should have more directions as to what to do if product accidentaly gets in eye.